Event description:
This unsolicited device case received from united states on (B)(6) 2013, from a physician's assistant via a musculoskeletal specialty manager. The case was cross referenced with cases: (B)(6) (cluster cases, all with same lot number). The case involves a pt (demographics not provided) who developed pseudoseptic reaction, after receiving treatment with synvisc. Past medical history, past drugs, relevant concomitant medications or concurrent conditions: unspecified. On an unk date in 2013, pt initiated treatment with synvisc injection (batch/lot number: (B)(4), dosage regimen, route of administration and expiry date: unk) into an unspecified knee for an unk indication. Later, on unk dates, the pt developed pseudoseptic reaction (pseudosepsis) and the knees were severely inflamed, tapped and ruled to be negative for infection. Action taken: unk. Corrective treatment: unk. Outcome: unk. Pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. The reporter had concerns about the lot, about the safety of the product and about the safety profile of synvisc versus other viscosupplements.

Manufacturer narrative:
Pharmacovigilance comment: sanofi comment dated (B)(4) 2013: in this case, the causal role of synvisc cannot be excluded for the occurrence of pseudoseptic reaction, however, the lack of info regarding the previous medical history and the concomitant medications precludes the complete case assessment.